Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch. There were 36 units in stock in b. Braun surgical's warehouse that were requested for analysis. No samples have been received from the customer, however 36 units (1 box) from stock were requested for analysis. Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the closed samples from stock and the results fulfill the requirements of the european pharmacopoeia (ep): 8.20 kgf in average and 7.80 kgf in minimum (ep requirements: 5.18 kgf in average and 2.59 kgf in minimum). Knot security control has been conducted with the samples from our stock and the results are into the current range for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: no samples were received from customer but samples received from stock. Although the results of the samples received from stock fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K980704. When additional information becomes available, a follow up report will be submitted.

Event description:
It was reported that the slips easily when knotting. The reporter indicated that on (B)(6) 2019, during a surgical procedure; suturing a blood vessel ligation, the suture was slippery and hard to tie a knot. There was no surgical delay as the suture was immediately replaced with another suture and the surgery continued. There was no harm to the patient.